Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital due to shocks. During the control; right ventricular (rv) lead integrity warning and rv lead interference was seen. It was noted the patient received 59 shocks due to the interference. It was added the left ventricular (lv) lead was programmed off because of dislocation, or dislodgement. A temporary pacemaker was utilized due to the patient's dependency status and therapies were turned off by the physician¿s request. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.